Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the patient had a new primary cell device on the right side and an older primary cell device on the left side. The consumer felt like stimulation was turning on and off every four minutes when in a monopolar configuration. In a bipolar configuration, the consumer didn¿t experience this. The cycling effect also stopped when communication with the clinician programmer and began to occur again when using the patient controller. When the consumer turned stimulation off they didn¿t feel any cycling type sensation. Impedance on both devices were normal. It was noted they were using sensing, but when using non-sensing monopolar the patient also felt the same therapy sensation even though they were stable and therefore movement wasn¿t causing the issue. The rep reset the therapy parameters by resetting the lead configuration. After re programming the patient, the left hand felt tingling sensation that went away which was consistent and the rep thought it was normal for the patient. On the right side, the patient felt a similar tingling sensation that would come and go. The programming was 1-2-c+. The patient felt stimulation go off along with the pulling sensation during the times when stimulation was off. The rep was asked if testing the cycling effect/ sensation was turned off with the older device turned off who stated theyhad, but it wasn¿t effective for troubleshooting purposes because with the older device off, the patient had a return of tremor symptoms. The rep indicated when using live stream with sensing on the left stn it showed a consistent repeating 3 and then 4 peaks. The rep indicated they thought it looked like it was picking something up. The rep was going to set the patient up with some bipolar configurations and would have the patient use therapy tyo determine how they responded.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of stimulation feeling it was turning off was a possible interaction between the neurostimulators the consumer had implanted. To resolve the issue of stimulation feeling it was turning off and the tingling sensation the consumer experienced the groups were deleted and restarted fresh with bipolar settings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.